Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had painfull hip and high serum metal ion levels. Removed the 36 +8.5 metal on metal head and 52mm ultamet metal liner. We found the 13.5hi aml primary stem was fractured across the distal third of the stem. Stem was removed and we installed a replacement poly liner into the pinnacle shell. Surgeon used a smith nephew stem and head for the revision. I could not make out all of the part and lot numbers on the implants. Doi: unknown; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.